Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2018 to (B)(6) 2018. If explanted, give date: unknown as event is still a planned explant. Serial number is not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted a zlb00, 22.5 diopter intraocular lens (iol) but developed unexpected post-op refraction. The doctor plans to proceed with an iol exchange. Post op refraction (B)(6) 2018: uncorrected visual acuity: 20/40-2. Post op refraction (B)(6) 2018: best corrected visual acuity: 20-1. No other information was provided.

Manufacturer narrative:
Additional information/corrected data: upon follow-up new information was provided. The patient returned to clinic for follow-up complaining of decreased vision. She had residual astigmatism and a decrease in contrast likely due to the rings of the multifocal lens. She has 1-2+ posterior capsule opacification (pco) and will return as needed for an yttrium aluminum garnet (yag) evaluation. Also, it was learnt that due to the patient experiencing dysphotopsia. The patient is doing well post-explant. Additionally, the serial number and explant date were provided. Therefore, the following fields were updated accordingly: serial number: (B)(4). UDI #: (B)(4). Expiration date: 3/6/2022. If explanted, give date: (B)(6) 2018. Device manufacture date: 3/6/2018. Device code: code 2993 provided in the initial report (no known device problem) has now been updated to 1506. Patient code: 3191: dysphotopsia. Patient code: 3191: astigmatism. Patient code: 3191: pco. Patient code: 3191: provided in the initial report for planned explant has now been updated to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/14/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. One haptic was missing. The lens was washed of traces of ophthalmic viscosurgical device (ovd) using purified water and dried using compressed air to aid in evaluation. Further inspection of the lens pieces at 12x magnification did not reveal any obvious defects. The complaint event is not confirmed. Manufacturing record review: the manufacturing process record was evaluated the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.